Event description:
Boston scientific crm received information that this atrial lead was an attempted implant. The physician reported difficulty gaining access and then the patient went into respiratory distress. The decision was made to plug the atrial port of the associated pacemaker and a replacement atrial lead was not implanted. No further adverse events were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection was unremarkable for any lead anomalies. Resistance and pressure testing confirmed the electrical continuity and insulation integrity of the lead. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.